Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The patient was hospitalized for another indication five days after the peritonitis diagnosis. The same day as event onset, the patient was treated with intraperitoneal (ip) vancomycin (2 gm every fifth day) and ip fortum (1 gm once daily). Antibiotic therapy was discontinued 14 days after initiation and the same day pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis twice a week. At the time of this report the patient remained hospitalized for the peritonitis event and was not recovered from this peritonitis event. No additional information is available.